Event description:
Additional information was received from the rep. It was reported that the rep had no further information and patient was scheduled to see a neurosurgeon in the upcoming weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were currently with the patient who indicated that their stimulation sensation was fading in and out. The rep wanted to see what the battery level was and how much longer it would last. The rep indicated that the battery voltage was at 2.48. They were instructed to turn the ins on and leave it on and then reset it after 10 minutes. They retested it and indicated that the battery voltage remained at 2.48 volts. It was discussed that this was the middle of the low on the synergy battery level. They stated that this also could be reason why the patient felt stimulation coming in and out. It was indicated that the event began in 2018. The rep also indicated that the patient had low range impedances on contacts 0-3 (approximately 200 ohm range) and they stated that contact 7 was greater than 4,000 ohms. The rep indicated that they planned to do an x-ray to verify if the patient had two leads. The impedance check was performed on 2020(B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that starting about a year ago in 2016, the patient experienced stimulation increasing and decreasing when they would lay down but when they would stand up stimulation felt pretty consistent. The patient's programmed settings were reported to be on 0+ 1+ 2- 3- but also showed the same active electrodes on 4-7. It was reviewed that the patient only has one quad lead and one extension (which is not the mirroring extension) so the patient should only have 4 contacts programmed. Impedances were ran with the therapy settings at about 1.0 volts, and the results reported include: 0-1 262 ohms 0-2 690 ohms 0-3 690 ohms 1-2 690 ohms 1-3 690 ohms 2-3 690 ohms everything with 4-7 electrodes had impedance readings of 4000+ ohms, which would be expected since nothing should be plugged into the second port and that it was likely the lead configuration and programming was entered incorrectly. Impedances were ran again with therapy settings set at 2.0 volts and pulse width at 450 in order to get a more accurate measurement. The results reported include: 0-1 320 ohms 0-2 647 ohms 0-3 647 ohms 1-2 ??? 1-3 647 ohms 2-3 988 ohms the battery voltage was reported to be at 40-90% with a voltage of 2.56v. It was suggested the rep try programming around the 0-1 pair together due to a possible short on the 0-1 pair. It was noted the age of the lead could be a contributing factor to the reported event. The doctor decided the ins would be turned off and they would assess whether the patient's drug pump would be able to control the patient's pain. No further complications were reported.